Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) ranged from 590 mg/dl to a reading of "high" on the continuous glucose monitor. At the time of the report, the customer had not addressed bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.